Event description:
The patient had an infection and was in the hosptial with possible device removal. The facility's nurse stated that it was difficult to determine where the infection originated as the patient has multiple open areas on the body. Additionally, she went on to state that the patient had a previous pocket infection that was successfully treated by placing antibiotics in the patient's pocket. The device(s) have been implanted for approximately 22 months. No further details were available at this time.